Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had an alert due to right atrial auto threshold test above programmed amplitude or suspended. Technical services (ts) was consulted and noted the exhibited behavior was due to fusion beats, the system is functioning at high capture thresholds. Possible solutions were discussed. This crt-d system remains in service. No adverse patient effects were reported.